Manufacturer narrative:
This patient underwent implantation of a 26mm edwards sapien transcatheter heart valve as part of the partner ii clinical study. The valve was implanted in the correct location within the native aortic valve, in a correct sub-coronary position, and remained implanted in the correct position. The device remains implanted in the patient. The device history record (DHR) review of the effected sapien valve shows the device met specifications prior to distribution of device. In this case, the exact cause for the exacerbation of the patient's pre-existing heart failure is not known. Per (B)(4) this event was not due to malfunctioning of the valve. This patient has multiple co-morbidities including a lengthy hospitalization and documented failure to thrive that could have caused or contributed to the event (i.e. Cad, pre-existing chf, and valvular heart disease). No further actions are possible at this time.

Event description:
As reported through the partner ii clinical study, the patient expired approximately three months post transcatheter aortic valve replacement (tavr) procedure. The death certificate lists the cause of death as congestive heart failure (chf) and aortic stenosis (s/p tavr). The death certificate also mentions failure to thrive and sick sinus syndrome. At this time, there is no evidence the valve malfunctioned. An echo report was requested; however, there is no documentation that refers an echo being performed, and to date, no documentation has become available. Per (B)(4), the event is documented as not related to a valve malfunction. Per the rehabilitation facility's medical records received from (B)(6) 2011 up to the patient's last hospitalization in (B)(6) 2011, the patient had been treated for chf, c-difficile intestinal infection, bilateral swelling of lower extremities, and recent pneumonia. The patient was hospitalized on (B)(6) 2011 with an admitting diagnosis of mental status change, chest pain, and shortness of breath. The patient's history included prostate cancer, coronary artery disease (cad), chf, tavr and mitral valve incompetence. The patient was followed by cardiology, and was continued on zithromax, cefepime as well as vancomycin for his pneumonia. His progress was very slow and his condition continued to decline. The patient was made dnr but was to continue on all his medications. The patient was discharged back to the rehabilitation facility on (B)(6) 2012. The nurses notes from (B)(6) through (B)(6) 2012 indicate the patient was confused, unable to verbalize needs, and his general status was declining. The patient's family was contacted and the dnr status was re-confirmed by the family and a decision was made to institute comfort care. The patient's condition continued to deteriorate and he expired on (B)(6) 2012.

Manufacturer narrative:
Was revised to reflect the correct event date. The event date was previously submitted incorrect due to a data entry error.